Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing charging difficulty and eventually was unable to charge the ipg after a previous surgery where it was unknown if electrocautery was used. It was also reported that the battery location was too deep. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The physician suspected device malfunction due to the stimulator not charging. The patient was reportedly doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).